Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person).

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) evaluated the iabp unit for the reported issue of ¿ screen is not working.¿ powered up the unit and observed distortion on the screen, disassembled the front display and cleaned and reseated the video receiver cable. He then powered the unit several times and the display failure was corrected. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6) hospital.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a display that was not working. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.